Manufacturer narrative:
Complaint conclusion: a report was received that that the stent of a 7 x 40mm precise pro ous carotid system failed to deploy. The device was removed without issue and the procedure successfully completed with no reported patient injury. The event involved a (B)(6) female undergoing percutaneous intervention after having presented to hospital with vomiting and headache. Diagnostic testing revealed a target lesion in her internal carotid artery that was described as 70% stenosed, moderately calcified and generally tortuous and with no angulation. The patient¿s vasculature was accessed from the femoral artery and the lesion pre-dilated. The site reported that the precise stent delivery system (sds) had been stored, handled, inspected and prepped according to the instructions for use (IFU). No damage was noted on the device packaging prior to opening the sds. No difficulty was experienced when removing the device from its¿ packaging and no damages were noted on the device itself after it was removed from the packaging. The site further reported that the hemostasis valve had been closed prior to removing the sds from the tray. The precise sds was advanced towards the target lesion without difficulty. The sds did not have to pass through a previously implanted stent, no usual force was used and no excessive torquing was required during this advancement. No difficulty was experienced while crossing the lesion with the sds. Prior to attempting to deploy the stent, the slack in the sds catheter was not removed, a fixed inner shaft position was maintained and the hemostasis valve was not opened. Attempts to deploy the stent were unsuccessful. The site reported that no part of the stent deployed while the device was within the patient and that they did not attempt to deploy the stent after they removed it from the patient. However, they provided an image of the sds prior to packaging it for return to the manufacturer and this clearly shows a partially deployed stent. Attempts to clarify when the stent partially deployed have been unsuccessful. The device was removed from the patient without issue and the procedure successfully completed with a non-cordis product with no reported patient issue. One non-sterile unit of a precise pro rx ous carotid system, 5f, 7mm x 40mm, 135 cm was received for analysis coiled inside a plastic bag. Per the visual analysis, the sheath outer member was received separated; the valve partially open, the stent partially deployed by 3mm. In addition, a kink was observed 4.3cm from the tip. Blood residues were observed. No other anomalies were found. Dimensional analysis of the stroke length and functional testing of the deployment process could not be performed because of the condition of the returned unit. Sem analysis of the outer member separation revealed that the separate section of the proximal outer member (polyamide) did not present clear evidence of grilamid material transfer as well as damage to the separated polyamide section. No other issues were noted during the sem analysis. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿sds - deployment difficulty-partial deployment¿ and ¿sds - deployment difficulty-unable¿ events were confirmed based on the visual analysis. However, the exact cause of the events could not be conclusively determined. According to the product IFU, users are cautioned that the device is shipped with the hemovalve in the open position. Users are instructed to ensure that the sds outside the patient remains flat and straight. Users are instructed to remove slack in the catheter and to unlock the hemostasis valve prior to stent deployment. They are to ensure that the sheath introducer or guiding catheter does not move during deployment. The IFU further instructs users to initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Based on the information available for review, there are vessel characteristics (calcification) and procedural factors (failure to remove slack in the catheter and open the hemostasis valve prior to stent deployment) that may have contributed to the reported event. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. A risk assessment and investigation has been initiated to address this type of issue.

Manufacturer narrative:
Additional information was received: it was reported that the device was not noted to be partially deployed after it was removed from the patient. It was also confirmed that none of the stent had deployed during the procedure. The physician/user did not try to deploy the device outside of the patient after use. A picture of the device before it device was returned for analysis was provided. The device was received and the product analysis is currently pending. The product analysis and additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Phone: (B)(6). The device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after guiding catheter was in place and guidewire was through the lesion using balloon expansion, the user delivered the stent to through the lesion. But the precise pro rx stent delivery system (sds) failed to release. So the surgeon decided to replace the stent to successfully complete operation. The patient was admitted to hospital with vomiting and headache. After screening of suspected internal carotid artery stenosis, and angiography, they identified a stenosis with need for stent implantation. The stenosis rate was 70% with moderate calcification and general tortuosity with no angulation. There were no damages or anomalies noted the precise pro rx sds after it was removed from the packaging; and there were no damages or anomalies noted to the packaging prior to opening. There was no difficulty experienced as the device was removed from the packaging. The product was stored, inspected, handled, and prepped according to the instructions for use (IFU), and the hemostasis valve was closed prior to removal from the tray. Approach was made from the femoral artery, and there was no difficulty encountered as the sds was advanced to and across the lesion. The sds did not have to pass a previously placed stent. The slack of the catheter was removed from the sds prior to attempting to deploy the stent, and the user maintained a fixed inner shaft position during deployment. The tuohy borst valve was not opened prior to attempting to deploy the stent; however it was reported that the stent could not be deployed at all. There was no difficulty removing the device from the patient and a non-cordis device was used to complete the procedure. No unusual force or excessive torquing was used during the procedure or advancement.] On (B)(6) 2016: the device was received by decontamination lab with 0.3cm of the stent deployed.